Event description:
During a cardiac ablation procedure, following preparation of the patient, there was intermittent communication of the amplifier to the computer. The connections were checked and the system was restarted multiple times, but resolution was not found. The procedure was cancelled. The patient was stable.

Manufacturer narrative:
The reported event the amplifier disconnected from the cpu was confirmed. Based on the information provided to abbott and the evaluation performed, the returned amplifier intermittently loss communication with the work mate claris computer due to the single board computer (sbc) temperature fluctuation exceeding the predetermined limits. Using a test standard sbc, the communication tests was performed for several hours and no interrupted or loss of communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported filed event was isolated to an intermittent sbc board.